Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that since putting the ins into MRI mode, the patient was unable to turn the stimulation back on. The rep believes the ins was likely in overdischarge. The rep inquired about walking the patient through a physician mode recharge (pmr) over the phone since the patient was unable to get to the doctor's office. It was reviewed that the pmr should be performed at the doctor's office and the ins would remain in overdischarge until the pmr is performed. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that the patient claimed the device had not worked since the day she had an MRI. The hcp confirmed the patient had put the device into MRI mode for the scan and was full body eligible. The hcp was unable to clarify what the patient meant by it had not worked. The indication for use was spinal pain. No patient symptoms reported.